Event description:
(B)(4) I started having pain in my neck then my joints. I then started having lower abdominal pains and pains in my hands. I am bloated all the time and weight gain is ridiculous. My hair thinned out somewhere along the way and the mental clarity is gone. My memory is shot. I also stopped having a period at (B)(6) and went into menopause. There are things happening to my body all the time.